Manufacturer narrative:
Corrected information: corrected information: g3 - date received by manufacturer provided in MDR-(B)(4) should be 11 march 2026.

Event description:
It was reported that post-paced t-wave oversensing and fusion was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.